Event description:
The patient reported wearing the pod on the hip/buttocks for longer than 48 hours. After taking a shower, the parent removed the pod because the patient mentioned it was uncomfortable. The following day, the parent noticed an infection at the pod site and sought medical attention. The treatment included applying iodine to the affected area. The parent stated that they believe, the infection was not caused by the pod but will take extra precautions during future pod applications. The parent requested further assistance on this from clinical product support. Multiple outreach attempts with a final good faith effort were completed; however, no additional details or information were obtained at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.